Event description:
Per the patient, the rechargeable battery overheated and cracked, and would no longer charge. There were no reports of injury associated with the issue. It has been requested that the battery be returned to the manufacturer for analysis. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 30, 2013.